Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: e1 (event site address), h6 (investigation conclusion).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - h6(medical device-problem code). It was reported that during use the cardiosave intra aortic balloon pump (iabp) had an error occur saying "optical sensor module failure." There was no patient harm. A getinge field service engineer (fse) evaluated the unit and the error was not reproducible. As a precaution, the sensor light receiving part was cleaned. Dust removal work performed inside the equipment. After each work, the operation was confirmed based on the inspection record sheet and it was confirmed that it is currently in good condition and working.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) displayed optical sensor module failure. No patient harm or injury reported. Continued using the same machine even after the error message.

Manufacturer narrative:
Due to character limit in e1 full event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.